Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was giving battery out limit alarms. Insulin pump had been dropped and damaged multiple times. Blood glucose level was 81 mg/dl at the time of incident. Troubleshooting did not resolve issue. Product will return for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify low battery out limit alert due to blank display. Insulin pump received with broken battery tube threads.